Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up, stuck with the philips logo. Upon testing, fse identified the cause of the problem was the issue with tsm (touch screen monitor) b with w7 compatibility. To resolve the issue, fse performed the tsm-b software installation. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up, stuck with the philips logo. No harm was reported to philips. Philips has started an investigation of this complaint.